Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digital diagnost 4.x indicating that the remote alert of a heavy shock to the detector. The device was not in clinical use and there was no harm to patient or user. Remote service engineer (rse) performed analysis and concluded that the detector was dropped and there were heavy shocks registered in the detector shock log. Checked the detector and calibration was performed to the detector. System returned to clinical use with full functionality based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the remote alert of heavy shock to the detector. The device was not in clinical use and there was no harm to patient or user. Additional information received that the detector was dropped.